Event description:
It was reported that during the procedure in the mildly calcified proximal circumflex artery for treatment of a de novo lesion, a 2.75x23 rx multi-link 8 stent delivery system (sds) was advanced via femoral access. Resistance was felt while attempting to cross the lesion, slight force was applied to the sds, and the proximal catheter kinked and separated 20 cm from the hub outside of the patient anatomy. The sds was easily withdrawn and another non-abbott sds was used successfully to treat the target lesion. There was no adverse patient effect or clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation. The shaft kink and separation were confirmed. The failure to advance/cross could not be replicated in a testing environment as it was based on operational circumstances. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency. It should be noted that the multi-link 8, multi-link 8 sv, and multi-link 8 ll coronary stent system instructions for use states: should any resistance be felt at any time during lesion access or delivery system removal, the entire guiding catheter and stent system should be removed as a single unit.

Manufacturer narrative:
(B)(4) - against resistance. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.